Event description:
It was reported that the ventilator generated alarms for high airway pressure. The patient¿s saturation level quickly dropped. The patient was immediately switched to a backup ventilator, and settings were adjusted. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).